Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to unknown product code/lot number combination. A search of the complaint file could not be conducted due to unknown product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal device. Follow communication with the user facility reported: an ic customer tried to deploy the angio-seal vip and the footplate would not deploy correctly; and the patient was reported to be fine. Additional information was received on 4/3/17: the anchor was referred to as "footplate." The anchor remained contained and was removed with the entire angio-seal. Hemostasis was achieved with manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation results. One 6f angioseal device was returned for evaluation. One carrier tube assembly and one hemostasis sheath was returned separate from each other. The anchor and some collagen soaked in blood like substance exited the carrier tube. The bypass tube was attached to the hemostasis hub cap. The deployment sleeve was in rear lock position and slightly canted. The anchor was pulled out to reveal rest of the collagen and the tamper tube. The collagen as wetted with water and tamper tube was advanced over it; the suture knotted as intended. Based on the available information and condition of the returned device, it is likely that the carrier tube was not mated in a fully locked position before pulling to rear lock position leading to non-deployment of the anchor. The user likely removed the carrier tube assembly (as evidenced by the presence of bypass tube attached to the hemostasis sheath hub) after unsuccessful deployment; the removal of tube would not have been possible if the deployment sleeve was correctly locked in forward lock position the complaint is confirmed for non-deployment. The anchor was posted against the carrier tube tip which was not mated with the hemostasis sheath. The likely cause of this event is user error during the forward lock step. There is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct type of reports. Follow up no. 2 was inadvertently left un-marked, follow up should have been marked for no. 2.